Manufacturer narrative:
The entire device was returned. Approximately 79 cm of the lumbar catheter returned. The catheter was patent and met the requirements for leak testing. No anomalies were noted. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare professional (hcp) experienced difficulties during the placement of the lumbar catheter. It was stated there was a possible problem with the tuohy needle due to misalignment between the catheter and needle. There reportedly was a possibility of the catheter breaking, but the hcp was careful during the manipulation and completely explanted the product. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the misalignment was determined on the second dot, cca 20cm of length. It was stated the catheter was blocked on that distance, and they could not remove if from the body. After the removal of the needle, the catheter was able to be explanted but not along with the needle. The hcp's did not notice any visible defect with the tuohy needle or the catheter. It was noted they did not perform any adjustment of the position of the catheter in any direction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.